Event description:
It was initially reported that the patient was in the operating room (or) on (B)(6) 2014 for a pump / catheter revision. Both the pump and catheter were planned to be replaced. The catheter was to be replaced with an ascenda model, but the existing anchor could not located. The anchor could not be located via x-ray either. It was further reported that they had decided to keep the existing catheter; further reporting of the event was however, abruptly ended. Drug delivered via the pump was baclofen. Additional information received later indicated that the patient was not receiving effective therapy so they had decided to replace the catheter. The pump was at elective replacement indicator (eri) and was replaced. The location of the catheter issue was unknown as the physician was unable to identify it. The physician ended up leaving the old / existing catheter in place and tied it off at the pump pocket. The catheter was replaced with an ascenda catheter. The patient¿s outcome was unknown. The explanted pump remained at the facility.

Manufacturer narrative:
Product ID 8709, serial# (B)(4), implanted: 2009 (B)(6); product type catheter product ID 87 09sc, serial# (B)(4), implanted: 2009 (B)(6); product type catheter. (B)(4).